Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result from their cobas 8000 e602 module after processing the sample on their modular pre analytics device (mpa). The patient's initial hcgb result was 126.8 iu/l and it was reported outside the laboratory. The doctor queried the initial result and on (B)(6) 2013, the patient's sample was repeated. The repeat result was <0.1 iu/l which was negative. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. The customer did not know if the patients were harmed by any action taken. It was observed while looking at the mpa aliquoter the two drip trays had been knocked off the device and there were numerous splashes visible on the floor of the unit. Per the operator's manual, the drip trays are necessary to prevent against sample contamination. It was noted the customer does not empty the tip trays daily as required by the operator's manual.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.